Event description:
Event description guidant received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) failed to deliver a shock on t wave during testing. It was attempted several times. The device began to charge, but never finished, nor delivered the shock. The charge was manually diverted and reinitiated, but the induction was never completed. There were no fault codes. The device was not used, and a new device was implanted without problems.